Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having difficulty operating the device and seemed confused. The patient met with a manufacturing representative the week prior to the report and was re-educated on both the patient programmer and the charger. The patient was successfully trained during the appointment and was able to provide a reliable return demonstration of understanding the product use. The patient was receiving effective therapy.

Event description:
It was reported that the manufacturer¿s representative (rep) gave the patient a terrible ¿ovation¿ regarding the patient programmer (pp) and recharger, and reported that the patient was over sedated. The patient was not told how to turn the dial on the recharger it was reviewed what the dial was used for. The patient reported the light did not come on the pp. The white button in front was pressed and nothing came up. It was noted the light came on early that day and the batteries were new. The black sync button was pressed but the light did not come on. The pp button was held and the light came on. It was reported that stimulation was not coming on when he put the pp on his back. The rep. Reported that post-op programming was performed on (B)(6) and full coverage was achieved. The patient was not cognitively able to recite back pp or charger instructions, was unable to form complete or logical sentences, and was unable to physically hold the pp. The patient¿s hcp was notified of this. Another education session was scheduled for (B)(6). It was unknown if the patient was receiving effective therapy. The patient called back and reported there was a problem with the pp and they were unable to make adjustments with or without the antenna attached. The patient was unable to turn the implantable neurostimulator (ins) on with the implantable neurostimulator recharger (insr); the patient stated they needed to replace the batteries. It was tried repeatedly to turn the ins on with the insr but it would not turn on. The antenna dial was over the ins. The patient was able to pull up the recharge screen with all boxes shaded. Different batteries were tried but that did not help. The pp was tried again, using the antenna, but the patient could not bring up the settings, only the poor communication screen. The patient tried repeatedly and repositioned the antenna with no success. The patient stated ¿this had been trouble since the beginning, even for you guys.¿ the screen then brought up 9.0, the on button was pressed, but the ins did not turn on, and went back to the poor communication/sync. When asked if the rep. Had trouble communicating the ins the patient stated ¿yes, she did.¿ the patient had gone back twice and the second time the rep. Got it working and did not have trouble communicating with the ins. The patient had no issues until the aaa batteries depleted. The patient went back to the insr, pressed start charge, and all eight boxes were shaded. The on key was pressed but the ins did not turn on; all boxes were up again and black. The ins was 25% full and the insr icon was fully shaded. It was noted the patient was to be redirected to their hcp¿s office for further instruction. If additional information is rece ived a follow-up report will be sent.